Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-01033. It was reported the pt had persistent neck pain from her cervical leads. This occurred regardless of the system turned on or off. The physician removed her cervical leads and left her lumbar lead. The pt has effective stimulation for her lumbar and the scs system is working normally. The cervical leads were secondary for the pt's needs.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.